Event description:
It was reported that following a fall, the patient had a burning sensation where her pump was implanted. The patient was given aleve and a "patch" to put on the pump. The type of medication, concentration, and daily dose being administered via the pump were not reported: device registration system indicates lioresal. No further outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.